Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one sprinter legend rx ptca balloon catheter to treat a lesion. It was reported that the balloon leaked during balloon inflation. It was stated that the balloon wouldn¿t inflate. When the balloon was removed from the guide catheter, an attempt was made to try to inflate the device again and contrast was noticed coming out of the tip of the balloon. No patient injury was reported.

Manufacturer narrative:
Additional information: an attempt was made to connect the luer of the sprinter to the non-medtronic inflation device. The sprinter device was not inspected prior to attaching the luer to the non-medtronic inflation device. It was reported that a crack may have been present on the sprinter legend before the balloon was attached to the indeflator, but it was impossible to be certain about it as the device was not inspected prior to connection. If information is provided in the future, a supplemental report will be issued.